Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that a patient sample was tested on the urisys 1100 which reported results of negative, trace, and +2 (approximately 50 ery/microliter) for blood. Reporter did not know which value was correct. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.